Manufacturer narrative:
This unit was returned for failure analysis. The reported error code 40084 was confirmed in logs but could not be reproduced during in-house testing. Error code 40084 indicates a communication error, confirming that the fault occurred in the field. A visual inspection found no issues related to the reported event. The unit was installed on a golden system and functioned as expected. The unit was then installed and passed all relevant testing within specification. During testing, failure analysis noted that, during the fiber check test, the value on the link between the aca pca and acm pca met the passing criteria but was close to the failure threshold. This suggests the link quality may be poor and could cause intermittent communication errors. When the unit was installed on the golden system, field errors were triggered when the clock spring fiber was disconnected from the acm pca. Because the clock spring assembly and acm pca are consistent with the reported event, they are potential root causes of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the system required a reboot, and that after rebooting, errors immediately returned. The customer noted the system prompted them to disable universal surgical manipulator (usm) #3; however, they were unable to continue the procedure using only three arms, and error code 40084 was displayed. The technical support engineer (tse) guided the customer through a hard power cycle of the system and verification of all blue fiber cable (bfc) connections. After completing the hard power cycle, the system powered back on without any errors, and the customer elected to proceed with the system. The customer called to state that they continued to have issues with the psc, and were removing it from the room to bring in their other dv5 psc. The procedure was completing as planned with no reported injury.